Event description:
New information received notes that during the lead extraction, the right ventricular lead was seen broken below the yoke before the physician could fully cut the insulation to get a locking stylet down the lead. The physician was unable to keep the lumen of the lead to complete extraction. The lead was capped and replaced on (B)(6)2019. Patient's condition was stable before, during and after the procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that when the patient presented in clinic for a follow up, noise was noted on the right ventricular lead. No shock was delivered. Patient was stable. Lead extraction was discussed.